Event description:
The pt is a 47 yr old woman who had right breast cancer in 1987. She had a right modified radical mastectomy in 1987. She then began her reconstruction in 1989 with placement and expander on the right in 1991. She had two stacked textured gel filled breast implants on the right and one textured gel filled breast implant on the left. She had pain in her right axilla after expander placement in 1989. She then developed burning pain two months after placement of stacked implants. The left side was free of pain until the left implant. She also has bouts of nausea, poor short term memory, poor sleep, pain in both breasts is described as severe and intolerable. On physical exam she has a class iii contracture and she is tender throughout this right implant. On the left side, there is a class IV contracture with significant tenderness around the implants. Because of severe pain contracture, removally is medically necessary. Since the implants are textured surface variety, capsulectomy is medically necessary.